Manufacturer narrative:
An assessment of the device history record for the reported lot code was completed based on the time provided and the time period used for statistical sampling for product release. This assessment found 1 fibers easily removed/stringing/shedding that may have caused or contributed to the reported issue. However, the records demonstrate that quality system procedures were correctly followed, and the presence of this defect does not indicate a non-conforming quality system, per the allowable aql and rql in the product specification. Information from this incident will be included in our product complaint and MDR trend analysis.

Event description:
Consumer called to report that she has used three tampons from the package and all three have fallen apart as she attempted to remove them. They just fell apart in pieces.